Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error indicative of possible early battery depletion and the patient heard tones from the device. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error indicative of possible early battery depletion and the patient heard tones from the device. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time and no adverse patient effects were reported. Additional information received indicated that there were no current plans to replace the device. The patient was living in a facility receiving care for a traumatic brain injury and his ejection fraction had improved. The healthcare provider reported that the elective replacement indicator had triggered in september 2024 and technical services confirmed that there should be no remaining battery capacity in the device. No adverse patient effects were reported.